Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging an history settings issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with dizziness, nausea, vomiting, abdominal pain, polydipsia, chest pain, symptoms of dehydration, shortness of breath, difficulty waking and moderate ketones . The patient was taken to the hospital and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, variation due to known cause of basal edit screen accessed. The reporter stated that the patient has anemia and hypothyroidism. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: no defect was found. The pump history shows an auto off was recorded on (B)(6) 2016 03:36; the pump was then manually suspended on (B)(6) 2016 22:35. No resume time was recorded which indicates the pump was powered off. The next prime was recorded (B)(6) 2016 12:04. An auto off was recorded on (B)(6) 2016 07:30; the next prime was recorded (B)(6) 2016 10:32.. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u..#4. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during the investigation. Unable to duplicate the complaint.